Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation includes lymphadenopathy.

Event description:
"Lymph node with a focal area of eccentric cortical thickening" and "bakers grade 3 capsular contracture" was later confirmed. There was no rupture on left side.

Event description:
Healthcare professional reported "capsular contracture grade unknown and rupture" of left side implant. Ultrasound report later indicated "normal ultrasound appearance" and "lymph node with a focal area of eccentric cortical thickening." Later confirmed "bakers grade 3 capsular contracture" and no rupture on left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture grade unknown and rupture" of left side implant. Device remains implanted.